Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a test step for the lcd screen during final testing. The device's lcd display was unable to be viewed. The device's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.